Event description:
The hcp reported that the pt was experiencing increased spasms and irritability secondary to intrathecal baclofen catheter. Oral baclofen was prescribed with no response. Baclofen was delvered by bolus via the pump with no response. A sideport aspiration was within normal limits. Xrays were performed and were within normal limits. Evaluation of crp, cbc and cerebrospinal fluid were normal. The pt underwent catheter revision one week later without problems.